Event description:
Patient reported his blood glucose elevated to 31 mmol/l (558 mg/dl) in the evening on (B)(6) 2013, and his normal level is 10 mmol/l (180 mg/dl). He noticed the infusion device went into the stop mode for no reason and there was no audible beep signal. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.